Event description:
It was reported that a large volume folfusor had an underinfusion. A patient was involved, but there is no report of adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection and functional flow testing for 43.5 hours found the flow rate to be within product specification. Should additional relevant information become available, a supplemental report will be submitted.